Event description:
The surgeon used membrane following a lumbar laminectomy. Three months postoperativeluy the surgeon reoperated because of ongoing symptoms. He found membrane had hardened and had a central fold which causes discrete compression onto the posterior aspect of the thecal sac. The surgeon explanted the membrane.